Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an intervention of the right superficial femoral artery, the valve of flexor ansel guiding sheath leaked. Access was gained through the left common femoral artery with the sheath. After the insertion of the device, the dilator was removed, and the valve of the sheath was noted to be leaking. The sheath was then removed, and the procedure was completed with a new sheath. No portion of the device was left inside the patient. This did not result in prolonged hospitalization or additional procedures. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The device is provided with instructions for use which warn, ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded that a component failure contributed to the event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
Reporter occupation: cath lab manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a intervention right superficial femoral artery procedure, the valve of flexor ansel guiding sheath leaked. Access was gained through the left common femoral artery with the sheath. After the insertion of the device, the dilator was removed, and the valve of the sheath was noted to be leaking. The sheath was then removed, and the procedure was completed with a new sheath. No portion of the device was left inside the patient. This did not result in prolonged hospitalization or additional procedures. The patient did not experience any adverse effects due to this occurrence.